Event description:
The ge oec 9800 fluoroscopy system had one instance where a lateral image on a patient was described as degraded. The facility believed it may have been due to operator error.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. Functional checks were performed. The facility believed the issue was related to a user that was unfamiliar with proper system operations. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.